Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient underwent a surgery. Pre-op diagnoses: l5-s1 spondylosis, disk herniation, and facet arthropathy. She underwent the following operations: 1. L5 and s1 laminectomies and medially facetectomies and foraminotomies, microscopic technique. 2. Tr ansforaminal lumbar lnterbody fusion with structural synthetic cage with rhbmp-2 and local autograft. 3. L5-s1 pedicle screw instrumentation. 4. Intraoperative fluoroscopy, physician guided. The patient has a history of excruciating low back and lower extremity pain and paresthesias with severe weakness of the right foot. Imaging revealed compression at the l5-s1 level with what appeared to be disk herniation and extruded fragments into the spinal canal with facet arthropathy. Per op notes:an appropriate size peek interbody spacer filled with rhbmp-2 graft material was placed into the disk space under fluoroscopic guidance.. The position was very satisfactory. Autograft chips had been packed into the space ahead of it. (B)(6) 2010 the patient underwent lumbar CT myelogram. Comparison: lumbar spine views dated (B)(6) 2010 and lumbar spine MRI dated (B)(6) 2010. Impression: postsurgical changes of l5 laminectomy and posterior lumbar fusion at l4-5, as described above. Minimal lucency surrounding the anterior left l4 transpedicular screw may reflect a degree of hardware loosening. Degenerative changes are most pronounced at l3-4 where a large diffuse disc bulge, mild bilateral facet arthrosis, and moderate ligamentum flavum hypertrophy result in moderate-to-severe central canal narrowing and moderate-to-severe bilateral neural foramina! Narrowing at the level of the intervertebral disc. A superimposed extruded disc fragment extending inferiorly along the posterior aspect of the l4 vertebral body contributes to severe central canal narrowing at the level of the l4 vertebral body in conjunction with ligamentum flavum hypertrophy. Minimal retrolisthesis and left laterallisthesis at l2-3 and grade 1 anterolisthesis at l4-5, as described above. Bilateral pars interarticularis defects at l4-5.